Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Upon opening the device packaging, the metal rod exiting the mechanical advantage appeared to be slightly bent. No other anomalies were noted. The rod did not appear kinked. It was the only device we had in the length and diameters needed. Initial rotation of the mechanical advantage in position 1 was smooth, however, after a few turns, some resistance was met requiring additional rotation force of the mechanical advantage. Once that was overcome, the rest of the advancement in position 1 was standard. In position 2 the mechanical advantage was used to start deployment, alignment of the markers bands (d marker and device marker) was achieved, the disengagement button was pressed and the handle was pulled back to deploy the device. However, resistance was met with 2-3 stents still in the inner sheath and it was not possible to deploy the rest of the device. Several attempts were made to deploy, eventually leading to the device being pulled down and losing our proximal position. We released the proximal clasp, advanced the outer sheath to buttress the distal end of the device, turned to position 4 to bring the nose cone down a few cm, switched back to position 2, while keeping the sheath against the distal end of the device, then successfully retracted the inner sheath and fully deployed the device. A second device was placed proximally and the case was completed with a good result. Patient is doing well as of (B)(6) 2026" patient outcome: "patient was not injured and is doing well"